Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that during the left posterior communicating artery aneurysm procedure, subject flow diverting stent was successfully implanted to completely cover the aneurysm neck. Six months post-procedure few hours after the arteriography, there was appearance of paresthesias in the form of tingling around the left eye, radiating on the whole of the cheek up to the mouth with sensation of lights/stars by intermittence and feeling of heaviness. MRI (magnetic resonance imaging ) showed isolated recent punctiform left upper parietal ischemic lesion. The adverse event was resolved on 04-mar-2023 without treatment. The adverse event was unlikely related to the subject flow diverting stent and causally related to the procedure.

Event description:
It was reported that during the left posterior communicating artery aneurysm procedure, subject flow diverting stent was successfully implanted to completely cover the aneurysm neck. Six months post-procedure few hours after the arteriography, there was appearance of paresthesias in the form of tingling around the left eye, radiating on the whole of the cheek up to the mouth with sensation of lights/stars by intermittence and feeling of heaviness. MRI (magnetic resonance imaging ) showed isolated recent punctiform left upper parietal ischemic lesion. The adverse event was resolved on (B)(6) 2023 without treatment. The adverse event was unlikely related to the subject flow diverting stent and causally related to the procedure.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 lot # - corrected from 22113958 to 22113958r. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated no medical treatment was given for the adverse event #1 and adverse event #2. The medications used and pre-procedure were ticagrelor or brilinta and during the procedure were heparin, aspirin. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.